Manufacturer narrative:
This report is filed on april 24, 2018.

Event description:
It was reported that the patient experienced a loss of connection to the internal device subsequent to sustaining a head injury. The device was explanted and the patient was re-implanted with a new device on (B)(6) 2017.